Event description:
Allegedly, it was notified by an onkos sales representative that a patient was revised for an alleged infection.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.